Event description:
As part of the MFR recommended preventive maintenance activity on the sorin brat 2 autotransfusion device, the hydrophobic filter is replaced. This filter is part of the sorin pm kit p/n 601173000. Recently, using lot #0929300112 pm kit, after replacing the hydrophobic filter and starting the device into the self-test process on power up, the device fails self-test with the message "vacuum regulated self-test failed" and exhibits a message "vacuum unregulated". It only happens when replacing filters from this pm kit lot. If the original filter is put back in the device, the vacuum regulated self-test passes. Dates of use: (B)(6) 2011.